Event description:
(B)(4). Blood clots, extremely heavy bleeding, migraines, severe cramping in the abdominal area, anemia due to loss of blood, and weight gain/bloating looking like im 4 month pregnant.